Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. Reportedly, the customer successfully reloaded the cartridge. Customer¿s blood glucose level was 109 mg/dl.